Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator system extraction due to infection. The implantable cardioverter defibrillator, atrial lead, right ventricular lead, and left ventricular lead were removed without incident. The patient did well throughout the procedure.

Manufacturer narrative:
Correction: the lead 1688tc/46 serial number (B)(4) was not involved in this event. The correct lead was 1458q/92 serial number (B)(4).